Event description:
Per information provided: on (B)(6) 2010 ¿ patient was diagnosed with intestinal adhesions with recurrent incisional hernia with an umbilical hernia thereby underwent laparoscopic converted into open repair with implant of composix lp mesh (device #1). Per operative notes,¿ adhesions were removed. The hernias were identified and dissected and composix lp mesh (device #1) was placed and sutured.¿ on (B)(6) 2011 ¿ patient was diagnosed with recurrent abdominal wall incisional hernia thereby underwent open repair with removal of composix lp mesh (device #1) and implant of allomax (device #2) mesh. Per operative notes, ¿wound was closed with sutures and allomax (device #2) was placed and secured with sutures. The previously placed mesh (device #1) in the fascia was noted. Dense adhesions of bowel to mesh (device #1) was removed. The composix lp mesh (device #1) was dissected and removed¿ on (B)(6) 2018 - patient was diagnosed with recurrent incisional hernia in subxiphoid position and recurrent ventral hernia thereby underwent open repair with implant of with implant of phasix flat mesh (device #3). Per operative notes, ¿the incisional hernia defect in the upper abdomen was closed with sutures and ventral hernia sac was dissected between the rib cage and sutured. A phasix flat mesh (device #3) was placed and secured with sutures.¿ on (B)(6) 2019 - patient was diagnosed with multiple recurrent abdominal wall hernia thereby underwent open repair. Per operative notes, ¿dense adhesions were removed. The fascial defects were dissected and sutured.¿ on (B)(6) 2019 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with implant of bard soft mesh (device #4). Per operative notes, ¿adhesions with scar tissue were lysed. The midline fascia was closed with sutures and bard soft mesh (device #4) placed in the abdominal defect and sutured.¿

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-nov-2017) is considered to be a best estimate. This emdr represents the bard phasix mesh (device #3). An additional supplemental emdr was submitted to represent the bard mesh - composix l/p (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.